Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1 (initial reporter name), e1 (event site email is unknown), e3 (occupation).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not charging and not recognizing ac power when plugged in. Patient involvement unknown and no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code),h11. Corrected fields: b5, e1 initial reporter, event site email, e2 occupation, h6 medical device ¿ problem code, health effect ¿ clinical code, health effect ¿ impact codes. Due to character limitation of e1(initial reporter name): (B)(6). A getinge field service engineer (fse) replaced power management board and 2 missing screws in the base of the cart. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not recognizing ac power when plugged in and not charging.